Event description:
The customer reported to olympus, while cleaning the working channel of the evis exera ii ultrasound gastrovideoscope in reprocessing, little, tiny, black foreign objects were coming through. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The only issues found was the bending angle did not meet specification and the bending section cover adhesive was detached and leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely due to the air leak from the bending section cover adhesive, that foreign material may have not been removed because reprocessing could not be performed properly, causing foreign material remaining in the forceps channel. However, a definitive root cause of the occurrence of the leakage could not be determined at this time. Olympus will continue to monitor field performance for this device.